Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "mini-incision posterior approach for total hip arthroplasty" written by shigeru nakamura, k. Matsuda, n. Arai, n. Wakimoto, and t. Matsushita published by international orthopaedics published online 28 may 2004 was reviewed. The article's purpose "to determine the clinical efficacy of the mini-incision posterior approach compared to the conventional posterior approach as measured by operative time, blood loss, acetabular cup inclination, short-term hip function, and complications." Implants utilized in the patients were of depuy and non-depuy implants and the article implies that depuy stems were utilized in conjunction with non-depuy acetabular components. Data was compiled from 46 hips in 43 patients whom were implanted between june 2001 and june 2002. The article does not specify which implants are associated with the adverse events. Depuy products listed: srom (unknown qty), duraloc (qty 1). Infection treated by surgical debridement while retaining all implants (1 case). Intraoperative proximal femoral fx during tha treated by cerclage wiring (1 case).